Manufacturer narrative:
Reliability analyses 1 of 2 opened sensors were inspected and performed the sensor initialization test using a new lab transmitter with a 7xx and 5xx paradigm pump. Connected the sensors to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Second sensor performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part still in tubing. The sensor was unable to confirm in said condition due to customer returned opened.

Event description:
The customer reported via phone call of a bent cannula and broken sensor. The customer's blood glucose reading was 114 mg/dl. The customer stated that the sensor ended this morning and it did not flash. The customer stated that the sensor was just fine and it was blinking on the charger. The customer stated that he had an issue with dry skin and the sensor would fall off. The customer was advised that the site should be clean, dry and free of lotions. The customer was advised to return the sensor back for analysis.